Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked on brushhead [choking sensation], brush head went into the back of my throat [foreign body], brushhead came loose in mouth during brushing [device breakage]. Case description: a female consumer of unspecified age reported that on (B)(6) 2016 the brush head of the oral-b brushhead, version unknown came loose in her mouth during brushing with an oral-b rechargeable toothbrush, version unknown. She stated that she almost choked on it as it went into the back of her throat. The case outcome was recovered. No further information was provided.